Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited high capture threshold and decreased sensing. During the lead revision procedure, the rv helix could not be extended. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high threshold and low sensing were not confirmed, but helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. Final analysis found over-torqued of the inner coil at the connector region consistent with procedural damage. No other anomalies were found.